Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The sram was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system had a check sum error and would not boot up or produce x-rays. No pt injury was reported.